Event description:
It was reported that the ventilator generated alarms indicating low expiratory minute volume. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: # 1000295.

Manufacturer narrative:
No service on the ventilator has been requested by the hospital. The investigation was made based on the received logs and provided information. The received logs revealed clinical alarms at date of the event such as: low expiratory minute volume alarm, patient circuit disconnected, pressure delivery restricted, peep low and respiratory rate high which. These clinical alarms indicates leakage in the patient breathing circuit or a disconnect situation. The test log shows a successful pre-use check prior to the date of event. There is no indication of a technical malfunction in the system at the time of the event. There is no information whether any parts have been replaced. Therefore, the root cause of the generated alarms has not been determined. A correction of field # d1 brand name, # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-u, corrected brand name: base unit servo-u, d4 ¿ version or model # - previous version or model #: servo-u, corrected version or model #: 6694800.